Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk alarm had occurred. The remote service engineer (rse) reviewed the average air standard liter per minute (slpm) readout on the pneumatics screen and found it reading -247 when set to zero. The rse advised the customer that the readout was out of the tolerance, and the flow sensor required a replacement. The rse provided the customer with the part number of the flow sensor assembly to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 17oct2025, 24oct2025, and 31oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.